Event description:
On (B)(6) 2014 a patient underwent a one-level lumbar fusion. On (B)(6) 2022 the patient underwent a removal and revision surgery due to progression of the underlying disease. The genesys spine hardware was removed in order for the surgeon to extend the construct to treat the adjacent level using a competitor's product. The patient was fused at the previously treated levels, there were no signs of infection and the genesys spine hardware was removed intact. The genesys spine hardware performed as intended.